Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump was stuck in prime look. The mother states the customer had high blood glucose levels, so the mother tried to change the set but the device was stuck in prime loop. The mother states the customer's levels had gone as high as 513mg/dl. The customer's blood glucose level at the time of incident was 256mg/dl. Troubleshoot was conducted. The customer states they received second series of beeps and the numbers appeared on the screen. The customer was advised to monitor the device. The mother did not feel comfortable with the pump and requested replacement reservoir. The mother declined to troubleshoot for blood at site. The mother is being sent out replacement reservoir and returning for analysis.